Manufacturer narrative:
The explanted device won't be returned for analysis was the patient kept it.

Event description:
It was reported that a patients implant slipped out of place. The patient underwent a surgery where the implanted device was removed and was replaced. The physician believes the event was caused by him using the wrong sized (smaller) device to implant.